Event description:
It was reported to boston scientific corporation that a obtryx® transobturator mid-urethral sling system (MFR report 3005099803-2013-12923) and an uphold vaginal support system (MFR 3005099803-2013-12931) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, supplemental report will be submitted.